Event description:
It was reported that this device exhibited a battery depletion (bd) error upon interrogation in the office. The device has been implanted over six years. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.